Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. Unable to verify excessive no delivery alarm due to compromised force sensor system alarm. No failed battery test alert noted. Pump received with cracked reservoir tube lip noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s lip ring was coming off when trying to remove the reservoir, rewind and unlock the piece. The customer stated that the reservoir lock into place. Customer stated that the insulin pump required to prime or rewind more than once, had received false or unexplained no delivery alarms, insulin pump had rejected new batteries, customer had to unscrews reservoir and the plastic was chip off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.